Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage from the hub with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced a failure of product to contain blood during use. The following information was provided by the initial reporter: I have recently taken blood using your bd vacutainer (ref no. (B)(4)) and the blood has come from the flash of blood shows in the chamber. The blood squirted over the floor and on my arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced a failure of product to contain blood during use. The following information was provided by the initial reporter: I have recently taken blood using your bd vacutainer (ref no. 368836) and the blood has come from the flash of blood shows in the chamber. The blood squirted over the floor and on my arm.